Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the salem sump was placed during surgery on (B)(6) 2018 after having an exploratory laparotomy with closure of perforated duodenal ulcer and graham patch. The placement of the salem sump was confirmed by x-ray. On (B)(6) 2018 the patient started having complications and began respiratory trouble, nausea, and had a distended abdomen. The patient was taken back to surgery and the salem sump was removed. The customer states the salem sump was found to have no holes in it at all. The patient had 1.5 liters of blood in his abdomen. Another tube was not placed. The patient was transferred to a higher level of care for complications. The patient expired on (B)(6) 2018. The cause of death was due to cardiac arrest.

Manufacturer narrative:
Submit date: 1-feb-2019. Section h6 was updated to add additional patient and device codes. Patient codes added: 2144 vomiting 2597 blood loss 2274 ulcer 2101 thrombus 1762 cardiac arrest 3191 appropriate term/code not available, to capture ¿blood transfusion¿ device code added: 1420 nonstandard device, to capture "device had no holes"

Manufacturer narrative:
One decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the eyelet holes are missing from the tip of the tube. The root cause cannot be determined at this time. As part of continuous improvements, a corrective action has been opened to determine the root cause and implement effective solutions to prevent a re-occurrence of this issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Additional information was received from the initial reporter on (B)(6) 2018. Based on the additional information, the patient's death was unrelated to the device. The following sections have been updated: adverse event or product problem was changed from adverse event and product problem to product problem. Outcomes attributed to adverse event is now intentionally left blank. Event was updated to include additional information received from the initial reporter. Type of reportable event was changed from death to malfunction.

Event description:
The customer reports the salem sump was placed during surgery on (B)(6) 2018 after having an exploratory laparotomy with closure of perforated duodenal ulcer and graham patch. The placement of the salem sump was confirmed by x-ray. On (B)(6) 2018, the patient started having complications and began respiratory trouble, nausea, and had a distended abdomen. The patient was taken back to surgery and the salem sump was removed and was found to have no holes in it at all. The patient had 1.5 liters of blood in his abdomen. Another tube was not placed. The patient was transferred to a higher level of care for complications. The patient expired on (B)(6) 2018. Cause of death was cardiac arrest. On (B)(6) 2018, the initial reporter provided additional details regarding the incident. The patient was initially admitted to the hospital for abdominal pain, had a perforated anterior wall duodenal ulcer. The patient did not have a known history of duodenal ulcers. The patient had surgery on (B)(6) 2018 and was doing well. The salem sump was placed on (B)(6) 2018 while in surgery. The salem sump was clamped on (B)(6) 2018 and the patient was doing well. On (B)(6) 2018, the patient developed coffee ground emesis and loose blood stools. Salem sump was placed back on suction with nothing out. The patient was presumed to have an upper gi bleed, potentially from posterior duodenal ulcer. The patient was taken to surgery for an egd where the salem sump was removed and found to be defective. The patient had blood in his stomach, once that was cleared, he was found to have a new ulcer at the pyloric channel with a large clot. He was given blood. No other active bleeding was found. Due to bleeding risk he was transferred to a higher level of care. The was discharged home on (B)(6) 2018 and while going up the stairs of his residence, he went into cardiac arrest and was pronounced deceased.